Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock and was told to go to the local emergency department by their healthcare provider. The local electrophysiologist determined that the implantable cardioverter defibrillator was inappropriately sensing some type of noise and tachy therapies was shut off. A few days later the patient presented in clinic. Upon interrogation, it was determined that the device was over sensing current from the patient's left ventricular assist device. The therapy remains turned off and the assist device's company would be contacted. The patient was stable.